Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch # 907c70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 907c70, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? -unknown. What surgical procedure was performed? -anastomosis of esophagus and jejunum. Did the patient receive any preoperative chemotherapy or radiation? -unknown. Were there any issues experienced with the device in the initial surgical procedure? -unknown. What healthcare professional fired the device and what is his/her experience with the device? -unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? -unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -yes. Were there any issues with device use/firing? -no. What confirmation was received that the device completed the firing sequence? -unknown. Was the green checkmark visible at the end of the firing? -unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? -unknown. Was there any difficulty removing the device? -no. Was a complete transection of the white breakaway washer visually confirmed? -yes. Were the donuts inspected? If so, please describe. -yes. Good. Were there any issues noted with staple formation? If so, please describe the shape and location. -malformed. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? -unknown.

Manufacturer narrative:
(B)(4). Date sent 12/31/2024. D4 batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was fired partially, which caused the esophagus lacerated. There was no massive bleeding. The abdominal esophagus was too short to anastomose, so changed to open operation and used another device to anastomose the thoracic esophagus. The surgery was prolonged for about 1 hour.